Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported separation was confirmed. The reported resistance and difficulty removing was not able to be confirmed in a lab environment as the difficulty was due to case circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. It should be noted that the balance middleweight universal ii instructions for use states: do not: push, auger, withdraw, or torque a guide wire that meets resistance. Do note: torque a guide wire if the tip becomes entrapped within the vasculature. Do not: allow the guide wire tip to remain in a prolapsed condition. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a patient with an acute myocardial infarction (mi) with a lesion in the distal right coronary artery (rca) via right radial access with a 6f guiding catheter. A balance middleweight (bmw) universal ii guide wire was advanced, resistance was felt with the lesion and the guide wire was continued to be advanced against resistance and the distal tip was trapped in the distal lesion. An attempt was made to move the guide wire but the guiding catheter advanced in the rca ostium during this attempt. The physician pulled the guide wire in an attempt to remove it from the patient anatomy, resistance was felt with the anatomy and the guide wire separated, a 0.5 cm piece of the distal guide wire was observed and a long, very thin piece of the guide wire around 20 cm in length was observed which was located from the distal rca to the aorta. Another bmw guide wire was advanced and an unsuccessful attempt was made to remove the thin wire with a lasso. An unsuccessful attempt to remove the thin wire was made with a balloon. The procedure was stopped as the cumulative radiation dosage delivered to the patient was high as the procedure was one hour and thirty minutes. The patient condition is good and the mi was reduced due to the medical treatment applied before the procedure (heparin) and after the procedure; kardegic to take forever and dual anti-platelet therapy for one month. Surgery could be decided at a later date but was not performed at this time. The patient was discharged from the hospital on (B)(6) 2014 and no surgery was done during the hospitalization time and no surgery has been scheduled. No additional information was provided.